Event description:
Additional information stated the patient¿s device was explanted and replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
There was a break/fracture in the lead, cervical location. The distal two contacts came off. Impedance testing and reprogramming was performed. She was being referred to her neurosurgeon and would see her doctor again in december. She would like her system replaced after christmas. Additional information has been requested.